Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was removed because of high atrial impedance and during the revision process the lead was damaged and had to be replaced.